Event description:
Reported due to retroperitone bleed. On 04/19/2006, a patient underwent a arteriotomy closure after an interventional procedure. The starclose was used to close the arteriotomy in the right common femoral artery. The vessel closure appeared successful, however, 15 minutes after the closure, the patient complaint fo abdominal pains. The patient was sent for a CT scan, which confirmed bleeding into the peritoneum. The patient was taken to surgery, where the starclose clip was retrieved from adipose tissue in the vessel access tract. The arteriotomy was repaired with two stitches. The hospitalization was prolonged by a couple of days and the patient was discharged home.